Manufacturer narrative:
The reported field event of backup operation was confirmed. The device entered bvvi mode with bdfo support on sep 3, 2019 after two resets occurred within 32 seconds of each other. Both resets occurred after a period multiple high voltage charges and deliveries. The root cause of the resets was found to be due to an anomaly with an integrated circuit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in back-up vvi mode. The patient was admitted to the hospital and the device was interrogated again in person. The device was then explanted and upgraded. Patient was stable.